Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "there was a slight contracture", baker grade unknown. This record is for the left side. Device has been explanted and replaced. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an openings through microscopic inspection assessed as surgical damage and delamination of diaphragm valve assessed as adhesive failure . No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "there was a slight contracture", baker grade unknown. It has been determined that the event of capsular contracture is considered minor in severity. Therefore, this event is no longer reportable to the FDA and will be unreported. This record is for the left side. Device has been explanted and replaced. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "there was a slight contracture", baker grade unknown.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "there was a slight contracture", baker grade unknown. This record is for the left side. Device has been explanted and replaced. Device will be returned.